Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a device implant procedure. During the procedure, the patient's left ventricular (lv) lead had inadequate capture thresholds. The lead wasn't used and was replaced. The patient was stable throughout procedure.